Event description:
It was reported the patient experienced pain. The pain felt like their wires moved onto their hip bone. The pain lasted three days.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0p3zz, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0p3zz, implanted: (B)(6) 2014, product type lead. (B)(4).